Event description:
It was reported that the pump was implanted on 3/4/99 to infuse heparin, saline and "fudr". On 4/30/99, the pump was explanted due to diminished flow. There were no pt complications.